Event description:
A pixel issue on the pump display was reported by the caller, which affected their ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent, and the customer planned to continue using their current pump, relying on a mobile app for interaction. The customer was provided with instructions to put the pump into storage mode before returning it and acknowledged the requirement to return the pump within 10 days using a provided pre-paid label. Additionally, the customer was informed about programming their settings and connecting their cgm to the replacement pump.